Manufacturer narrative:
The field service engineer (fse) did not identify any issues. Precision test results were within specification. Qc was acceptable. The customer did not provide any additional information for the investigation. Based on the information provided, the cause of the event could not be determined. The investigation did not identify a product problem.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for tina-quant lipoprotein (a) gen. 2 (lpa2) on a cobas c 503 analytical unit. The initial result was 47 mg/dl. The repeat result was 21 mg/dl. The initial result was not reported outside of the laboratory. The repeat result was believed to be correct.

Manufacturer narrative:
The c503 analyzer serial number was (B)(6).